Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing and sterilization records showed no anomalies. It was reported that duraseal was also used during the surgery. It is unknown what caused or contributed to the reported infection. No other complaints have been received for durepair lot number 1412015. The instructions for use that accompany the product note that infections are a general risk of dura-related surgery. (B)(4).

Event description:
It was reported to medtronic neurosurgery that the patient had a recurrent benign spinal cord neoplasm, intradural extramedullary at c1-c2 on left side. According to the report, the patient underwent a revision laminectomy c1-c2, extensive scar removal, with excision of intradural extra-medullary tumor, left side, on (B)(6) 2015 where synthetic dura collagen matrix was used. Reportedly on post-operative day 4, the patient developed bacterial meningitis with a positive csf culture for e. Cloacae. It was also reported that there was evidence of poor wound healing; sutures were intact with fluid superficially more turbid and clear csf could be seen coming out of the dural opening. The report stated that the patient returned to surgery on (B)(6) 2015 and the durepair was explanted. According to the report, the patient has been discharged with home health services for continuation of IV antibiotics via PICC line through (B)(6) 2015 along with occupational and physical therapy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.